Event description:
It was reported that during an unspecified treatment procedure, the guidewire was damaged. While inserting a non-bsc guide wire in the insertion tool, the guide wire was "shredded" as it passed through. There was a gritty feedback from the wire as it passed. No patient complication was reported.

Manufacturer narrative:
Device evaluated by MFR: the device was not returned. The batch number is unknown and the manufacturing records for the complaint could not be reviewed. The root cause for this complaint is supplier design. Investigation of the issue found that the vendor process for hub to cannula transition is not optimized to produce the insertion tool part. (B)(4).